Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to start over with new supplies. Product surveillance contacted the patient on (B)(6) 2011. According to the patient, she did not observe any holes or leaks in any of the supplies. The patient is unsure how air may have gotten into the supplies. The patient discarded the supplies and started over with new ones. She has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.